Event description:
A customer reported that the t:slim x2 pump battery was not charging, leading to a dark pump screen. Although leaving the pump connected to a working outlet for 30 minutes made it begin charging, the connection was unstable, requiring the caller to manually hold the cable in place. There was no adverse impact on the customer's blood glucose level. Technical support arranged to send a replacement cable and wall adapter within two days and planned to follow up. If the pump's battery depleted before the new supplies arrived, the customer was to use a backup therapy.